Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic proctectomy procedure, it was noted that the handle was blacked out and cannot be used. They tried to insert the handle to the shell however the status was the same. It was reported that the charger is working as it flashed green when checking the handle before the operation. They replaced the handle with a new one and the procedure was completed. There was no patient involvement.